Event description:
It was reported that this patient presented to the emergency room (ER). Technical services (ts) analyzed device episode data of this cardiac resynchronization therapy defibrillator (crt-d) system, it was found that there was noise on both the right ventricular (rv) lead and right atrial (ra) lead channels. This resulted in oversensing, and inappropriate non-sustained ventricular tachycardia (nsvt) stored episodes. There was no asystole as the patient had an underlying intrinsic rhythm present. The rv pacing impedance was low, but within normal limits, at 275 ohms. Ts stated that this appeared to be lead on lead interaction. The noise could not be reproduced with isometrics and pocket manipulations, but an x-ray showed that the leads were possibly touching. The patient was admitted to the hospital and device therapy turned off. No adverse patient effects were reported. Currently, this crt-d system remains in service.